Event description:
Allegedly, patient was revised due to pain, difficulty walking, elevated cocr ion levels, metal stained fluid and surrounding tissues, pseudocapsule- right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00765, -00767.